Event description:
It was reported that (1) device was used during a laparoscopic cholecyntectomy. It was reported by the rep that the er320 was being used and the clips would successfully advance in the jaws of the instrument , but they would not stay in the jaws. They fell out prior to placing on the duct(3)times. The case was completed by using another instrument. There was no consequences to the patient.